Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, when the colon was clamped after connecting the reload to the handle, the adapter rotated even though the doctor did not press the rotation button. There was no tissue damage, so the procedure proceeded in that situation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. An analysis of the system logs showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. The power to battery was never interrupted, there were no unexpected resets. There were no empty log files. Handle was successfully fired in last log in field. All button presses resulted in motor movements. The system logs only indicated that motor movements for the rotation motor occurred following a rotation button press. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.